Event description:
It was reported that the customer required a pump replacement. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a pump with updated software, and they acknowledged this information. Customer continued to use pump for insulin therapy.